Manufacturer narrative:
No product was returned for evaluation nor radiographs provided. Review of production records did not indicate any issue related to manufacturing that may have contributed to the event. Pseudoarthrosis was reported and per information available, the patient had other comorbidities. The cause of the event could not be established with the information available to the manufacturer.

Event description:
It was reported to 4web medical that a revision surgery was performed to remove a 4web posterior cage that migrated. The revision surgery was performed about three and a half months post initial surgery. The 4web implant was removed and replaced with an expandable cage from a different vendor. No issues noted during the initial or revision surgery. The initial surgery was performed on (B)(6) 2024.